Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life with damage/moist) issue. It was reported that the pump's battery life did not meet the expectations of the user. It was noted that the pump battery compartment was cracked and there was moisture/corrosion visible inside the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 09/03/2015-device evaluation:the pump has been returned and evaluated by product analysis on 08/17/2015 with the following findings:a review of the pump black box data indicated alarms related to battery life and pump reboots. During a visual inspection of the pump, the battery compartment was observed to be cracked with evidence of moisture ingress inside. The battery cap secured properly to the pump, and a power loss was not observed. Current draws measured within specifications; the complaint of a battery life issue was not duplicated. A leak test was performed and failed due to a leak at the battery compartment crack. The pump case was removed and no evidence of additional moisture ingress or loose components was found.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.